Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this tachy lead was not successfully implanted due to issues with the helix extending and retracting after trying to reposition it multiple times. This lead was never in service. No adverse patient effects were reported.